Event description:
During use for cardiopulmonary bypass, the level sensor issued a "disconnected" warning message that could not be cleared. The sensor was replaced. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Device repaired and returned. Evaluation is progress but not concluded.